Event description:
Related manufacturer reference number: 3006705815-2022-16551. It was reported that the patient experienced ineffective therapy due to the therapy strength decreasing on its own. Diagnostics revealed high impedances on both the leads. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with new lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.